Manufacturer narrative:
The contribution of the devices to the experience reported could not be determined as the devices were not returned for evaluation. Additionally, device specific information was not provided, precluding a review of the device history record.

Event description:
Revision of shoulder components due to dislocation of rtsa while performing bicep curls. The case report form indicates the event is possibly related to devices and possibly related to procedure. This event report was received through clinical data collection activities.

Manufacturer narrative:
Engineering evaluation noted that the revision reported was likely the result of a combination of inadequate support of the tibial tray on the medial side of the tibia, which appears to have worsened over time, and the patient's high bmi, which led to a crack in the tray and tibia pain.

Event description:
Index surgery (B)(6) 2012. Revision due to pain and cracked tibial tray.